Manufacturer narrative:
The hygiene microbiological investigation (hmi) results were provided. The results reported the device tested positive with the following: sampling date: (B)(6) 2023 stenotrophomonas >80 cfu /100ml. The olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device . The results reported device had a non conform results of 1cfu/100 ml and 1 cfu/endoscope of pseudomonas spp (detected ). Device will be reprocess and perfrom a new sampling. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with issue of "contamination". Per the report , no patient injury was notified by the customer. No report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation. - service business center (sbc) provided the following result of the culture test, performed at the third-party labs. Sampling date: (B)(6) 2023. Sampling from: all channels= cfu: 1cfu bacterial identification: pseudomonas spp. Sampling date: (B)(6) 2023 sampling from: biopsy channel , cfu: 4cfu bacterial identification: coagulase-negative staphylococci sampling from: suction channel cfu: 4cfu bacterial identification: aeromonas hydrophila sampling from: a/w channel cfu: 3cfu bacterial identification: micrococcaceae sampling from: auxiliary water channel cfu: 3cfu bacterial identification: coagulase-negative staphylococci the subject device was reprocessed for second time on (B)(6) 2023 and results were noted to be that the target level - < alert level - alert level - action level considered to be satisfactory. Per report, it was noted "the microbiological quality from this channel can be considered satisfactory". The results were as follows: microorganism revivable at 30°c/ 100ml = 10 cfu/100 ml. Microorganism revivable at 30°c/ endoscope = 4 cfu/endoscope. Untargeted identification- staphylococcus coagulase negative detected based on the target level - < alert level - alert level - action level as noted on the results, ¿the microbiological quality from this channel can be considered satisfactory¿. The device was then returned to rrc (regional repair center) france olympus for device evaluation. The device inspection and evaluation findings noted below: mouthpiece pin leaking. Insulation test out of specifications. Light guide lens rod cracked. Light guide bundle fiber breaking. Distal end scratched. Control unit k mouthpiece defective. Air/water cylinder scratched. Suction cylinder scratched. Connector scratched. Biopsy channel has cuts. Legal manufacturer investigation: a review of the device history record found the subject device was shipped in accordance with specifications. Based on investigation, since the subject device was isolated after confirmation of positive in culture test, it was judged that the device was not used in treatment and/or diagnosis. The root cause for the reported event cannot be conclusively specify, however, service business center (sbc rrc) device inspection result, confirmed nonconformities. Therefore, it was confirmed that the device did not satisfy its specifications or function. The customer did not provide the information on reprocessing steps. Despite all our efforts and with documented attempts , no response is receive for any additional information from the customer. Instruction for use (IFU ) warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.